Manufacturer narrative:
D4. Medical device expiration date: unknown. E1. Initial reporter prefix: dott. H4. Device manufacture date: unknown. Investigation summary: material #: 367764. Lot/batch #: unknown. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for erroneous results-homocysteine was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-homocysteine) because the lot number is unknown. Additionally, further clinical testing could not be conducted as certain analytes, in this case homocysteine, are not validated in bd clinical laboratory protocols. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Patient 6 of 13. It was reported when using the bd vacutainer® fh 20mg .143 i.u. Blood collection tubes there was an erroneous homocysteine result that was below the detection limit of the assay. Upon repeat of the test, the result was normal. There were no health consequences or impacts reported.